Event description:
Heater cooler did not correctly cool cardioplegia delivery channel during case. There was no patient harm.

Manufacturer narrative:
Unit was returned to manufacturer and a re-build was completed to the latest version.